Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one female patient. The sample was repeated with negative results. The following data was provided: initial result = 31.40 miu/ml. Repeat result on same sample = <1.2 miu/ml. Repeat test next day = negative no impact to patient management was reported.

Event description:
The customer observed a false positive architect total b-hcg result for one female patient. The sample was repeated with negative results. The following data was provided: initial result = 31.40 miu/ml repeat result on same sample = <1.2 miu/ml repeat test next day = negative no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect i2000sr, serial # (B)(6), it was observed that a high-value positive hcg result preceded the false positive b-hcg result. Service determined that the sample arc, probe (list number 08c94-47) was dirty/contaminated; therefore, deemed the part the likely cause for the false positive result. The sample arc, probe was cleaned, resolving the issue. A carryover test was performed afterwards with favorable results. The service history of the (B)(6) verifies no subsequent false positive b-hcg results have been reported since the current issue was identified. A review of tracking and trending of the arc, probe (list number 08c94-47) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial # (B)(6), or arc, probe (list number 08c94-47) was identified.